Event description:
Physician placed a stent graft and proximal cuff without problems during access and delivery. After angiography, a leak was noted. A second cuff was placed to successfully repair the leak. During recovery following the case, the pt's pressure's dropped. The pt did not recover, expired. Per initial findings, the proximal neck of the aneurysm appears to have ruptured during the ballooning process.